Event description:
Healthcare provider reported an left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on posterior assessed as unidentified (tear) opening. (Shell thickness within specification). ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, observed broken on plug strap side assessed as unidentified (tear) opening and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. DHR trend summary: DHR trend summary review has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare provider reported, an left side deflation. The device has been explanted.